Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the fluid warmer temperature display went up to 44 degrees. There was patient involvement, no injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found that the reported issue was caused by a malfunction of the gri pump, which prevented the circulating water from circulating. At the customer's request, the product was returned to the customer without repair.